Event description:
The following was reported to hamilton medical ag: summary: tf 431008, 231012, 231023, battery communication error during start-up. Selftest failed.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.